Manufacturer narrative:
(B)(4). Approximate age of device - 47 days. (Calculated from the date when the system controller was issued to the patient). The evaluation of the returned system controller serial (B)(4) revealed the device functioned as intended, even when the cables were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The returned device operated on a mock circulatory loop without any notable events. The analysis of the returned system controller did not reveal a device related issue. The reported incident of a pump stop/time clock reset was confirmed with the data retrieved from the returned system controller and the log file, provided for review. The log files analysis suggested the pump stop event captured in the log files were related to a complete loss of power to the system controller during the process of exchanging the power source. The analysis of the log files did not reveal any event data related to the pump stop events due to low voltages as a result of a degrading patient cable. Multiple low battery advisory events recorded in the log files were attributed to the battery voltage signal being at the alarm threshold (battery gauge level of 1.9 volts). The recorded battery voltage levels associated with the low battery (voltage) advisory alarms are consistent with operation on depleted 14-volt li-ion batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed due to cosmetic damage to the driveline. However, the investigation of the related returned system controller, (serial (B)(4)) confirmed a pump stoppage event.